Event description:
Patient is on the omni pod pump and has many variations in blood sugars. Blood sugars are mostly elevated. Mother reports she needs to change the pod nearly everyday due to insulin leaking, very elevated blood sugars and occlusions after inserting a new pod. Dates of use: 2012 - 2015.